Event description:
The dr reported observing a corneal burn while performing a routine phacoemulsification procedure. The dr performed a clear corneal 2.8 mm incision. The phaco tip on the handpiece was from a non co MFR.